Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to infection. Reportedly, the system extraction was done due to lead vegetation. No adverse patient effects were reported. The ra lead was explanted.